Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A mother reported that her daughter experienced an eye infection while using renu with moistureloc multi-purpose solution. In 2006, at 8pm, the pt inserted new contacts using renu with moistureloc multi-purpose solution for the first time. She awoke at 1am, when her eyes began to burn and itch and was unable to go back to sleep that night. The next day, at 8am, the pt went to see her college nurse who then referred the pt to a physician. She was seen that day and diagnosed with a marginal/mid periphery corneal ulcer with less than 1 mm stain at the 8 o'clock position in the left eye. It was located in the central 4 mm of the cornea. A culture was not taken. The pt was treated with vigamox and recovered with no permanent decrease in visual acuity and no sequelae. Dates of treatment were for six days in 2006 and the pt was advised to follow-up with her regular eye dr. The physician did not attribute this event to any product.